Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 32mm stent delivery system was returned for analysis. The device was returned without the stent. The stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed and crimp stent markings were visible on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues noted with device.

Event description:
Reportable based on device analysis completed on 28apr2022. It was reported that crossing difficulties were encountered. The 70-75% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. Following pre-dilation, a 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during tracking, the device failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the condition of the patient was fine. However, returned device analysis revealed that the device was returned without the stent.